Event description:
A customer reported a malfunction with their pump, stating that the pump screen went dark and wouldn't turn on. There was no adverse impact on the customer's blood glucose level, as it did not exceed the threshold of 500 mg/dl. Technical support assisted the customer by providing instructions to plug the pump into a working power source, reset the malfunction code, and reconnect the continuous glucose monitor. After resetting, the malfunction code did not recur, and the customer could continue using the pump. Technical support advised the customer to call back if the malfunction recurred, and the customer acknowledged and understood this guidance.